Event description:
Technical services received a call on 10/15/2011 from sales rep. Med change coincides with an atrial lead impedance change from 400 to 700-800ohms on ra lead from sjm. Slight threshold bump from 1.7 to 1.9v and an increase in pulse width. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).